Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, prior to going to sleep in the afternoon, the patient reported that her cgm readings were inaccurate and fluctuating, though she was unable to provide specific values. She stated that she did not experience any symptoms before falling asleep. At approximately 3:00 pm, the patient¿s boyfriend attempted to wake her and found her unresponsive, prompting him to call 911. He did not check the cgm prior to calling emergency services (ems). Upon arrival, ems checked a manual fingerstick blood glucose (fs bg) level, which was 13 mg/dl. At that time, the cgm was displaying a sensor failure message. Ems administered IV fluids with dextrose. The patient began regaining consciousness following IV administration, though she could not estimate the duration of unconsciousness. While receiving IV treatment, the patient consumed a peanut butter sandwich, carbohydrates, and juice. Before paramedics departed, her manual fsbg had increased to approximately 54 mg/dl. She reported that she was still not feeling well at that time. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.